Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- analysis could not confirm the customer comment. The upper/lower cases, two side bail covers and the battery drawer were broken. The lead flex cover and battery flex were contaminated. Two side bails were missing.

Event description:
It was reported that the external pulse generator (epg) stopped working with no warning. There was also no battery warning observed. The epg was immediately replaced with a working epg. It was noted that the model of epg is currently on a field correction, but that this serial number is not a part of the advisory. No patient complications have been reported as a result of this event.